Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that on (B)(6) 2018, the attending intensivist did not place the icy catheter in the patient's femoral (per instruction for use (IFU)), but rather placed the catheter in patient's internal jugular (ij). The patient was receiving itvm therapy for environmental hypothermia. Further information from the zoll clinical specialist, was obtained during a meeting with: the ICU educator, ICU manager, and ccu manager. Prior to the placement, the attending nurse pointed out to the physician that the icy catheter box was labeled for femoral use. The ICU manager was also told (by the nurse) of this information. The zoll clinical specialist was informed that the attending physician had overseen other patients placed on the thermogard unit; however, this may have been the first time the physician had placed a zoll catheter. Per hospital protocol, after the catheter was placed an x-ray was performed. The x-ray revealed that the distal end of the catheter was in the patient's inferior vena cava. At an unspecified time later, the patient was connected to the thermogard xp ivtm console and temperature management therapy began. The ICU educator requested that the catheter be removed; however, the physician declined. The following day, the ICU educator presented the physician with the IFU and reminded the physician that the icy catheter is intended for femoral placement only. The console continued to provide the patient with temperature management therapy with no additional adjunct procedure utilized. Ultimately, the patient reached normothermia at an unspecified time on (B)(6) however, the catheter remained in place for fever management. The catheter was removed on (B)(6) 2018, by the same physician. There were no reports of patient consequence as a result of the catheter misplacement. No further information or a copy of the x-ray was provide by the healthcare team. There is also no explanation as to why the physician decided to place the icy catheter in the patient's ij, contradicting the IFU.